Event description:
On (B)(6) 2015, the patient was being treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis. Following the successful deployment of the trunk-ipsilateral leg component and the contralateral leg component, it was reported another contralateral leg component was advanced through the sheath and was lined up to the appropriate deployment area. The sheath was then pulled back and the device was advanced without the sheath into the desired location for deployment, however, when the physician pulled the deployment line, there was no tension on the deployment line and the device did not deploy. Further, the device detached from the catheter, along with the leading olive. It was reported the physician removed the catheter and attempted to snare the device, but was unsuccessful. Access was gained back to the ipsilateral limb and it was observed that the device was floating in the aneurysm. Another contralateral leg component was prepped and deployed in the desired located excluding the patient's aneurysm. It was reported that the physician did not believe the un-deployed device and leading olive that were floating in the aneurysm would cause the patient harm, and were left in the patient. There was no damage to the trailing olive. The patient tolerated the procedure, without further adverse event reported.

Manufacturer narrative:
Refer to the results of the imaging evaluation. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites.